Manufacturer narrative:
Complaint no: (B)(4). The event was reported to have occurred in late (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume intermate was not attached to the luer. The reporter indicated that the cap was present in the device's packaging. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection noted that the blue winged luer cap was detached from the distal luer. The blue winged luer cap was manually tightened onto the distal luer and stayed attached. The blue winged luer cap did not detach when the device was manually shaken inside a plastic bag. However, when the winged luer cap was not tightened onto the distal luer, the cap detached when the device was shaken inside a plastic bag. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (A CAPA was not opened to address the issue reported.) Should additional relevant information become available, a supplemental report will be submitted.